Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1749207 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 16th february 2020. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: flexor was observed kinked proximally. Handle was actuating with slight resistance, deployment and recapture was possible. Stent deployed and lock wire was removed without any issues. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1749207 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1749207; upon review of complaints this failure mode has not occurred previously with this lot #c1749207. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. From additional information provided the product was not inspected for kinks or damage before use. A notification was sent to the product manager to consider retraining at the facility . Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to multiple factors. It is possible that during deployment tortuous path may have caused a build-up of pressure while compressing the introducer, subsequently resulted in stent deployment difficulties. Additionally it is also possible that the root cause could be attributed to device handling. From additional information provided the product was not inspected for kinks or damage before use. It is possible that the device got damaged on handling/removal of the device from the packaging before use. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
" During the placement of the stent , the trigger of the shooter block mid-release. Impossible to continue with the release . They had to catch the stent again to take it off from the endoscope.implantation of a new stent."device evaluated on 16-feb-21: "proximal flexor kinked".